Event description:
Revision surgery - a stress fracture was confirmed post four years, by loosening. The surgeon sees the loosening was apparently created by early metal debris. Bone in growth is not fulfilled with this design. The device seems to be fixed distally and gets loose proximately. Black abrasive powder was observed over the femur. No physiological test was conducted as the object could not definitely be identified as titanium abrasive powder. The doctor diagnosed a similar case as micro fracture due to excessive curetting when the surgeon presented the similar case during the round table meeting at (B)(6), 2008.